Event description:
End user states the 9xt chair he is in has a 1 inch dump in the back. He is claiming this dump has caused him to require medical attention. He has a separation of the muscle in the abdomen, diastases recti which he is claiming came from leaning forward in a backward leaning chair. The chair went out with 24 inch rear wheels and 8 inch casters. End user states it now has 6 inch casters and 20 inch rear wheel.

Manufacturer narrative:
(B)(4) - 5/11/2015 - should additional information become available, a supplemental record will be filed.